Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a moderately calcified lesion in the proximal om ("long lesion, kind c"). The device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was noted during advancement of the device to the lesion. It is reported that stent deformation occurred in vivo, during positioning. The physician used an integrity bare metal stent, of same size, to successfully complete the procedure. No injury to the patient is reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation performed (device not returned). (Root cause cannot be determined). Evaluation conclusions: known inherent risk of procedure (stent deformation). Unable to confirm complaint (device not returned). (Root cause cannot be determined). (B)(4).